Manufacturer narrative:
Concomitant medical products: model: 5071-53, lead; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients epicardial right ventricular (rv) lead displayed high thresholds. The lead was capped and a transvenous lead was implanted. No patient complications have been reported as a result of this event.